Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the handle would not turn--the device would not ratchet because the handle would not turn to engage the meshers. The skin graft was hand meshed. Uncertain as to any negative outcomes, but no report as to such at this point. Delay may have been approximately 30 minutes. No additional skin grafts were taken.

Event description:
No additional information received.

Manufacturer narrative:
This follow up is being submitted to report additional information received. The previous repair report for zimmer skin graft mesher, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated zimmer skin graft mesher, serial number (B)(4), seven times. The previous repair was for the ratchet handle being stuck on the roller on 21 nov 2016. The ratchet handle being stuck on the roller was associated with the current repair. Thus, the current repair is similar in nature to the previous repair. On 19 mar 2019, it was reported from (B)(6) health center that a zimmer skin graft mesher would not ratchet. The handle would not turn to engage the mesher. The customer returned a zimmer skin graft mesher device, serial number ((B)(4)), for evaluation. The customer also returned a case and ratchet for evaluation. Product review of the zimmer skin graft mesher by zimmer biomet surgical on 05 apr 2019 revealed that the ratchet gear would not rotate and the roller and comb were both damaged. The device was out of calibration; however, the test cut produced an acceptable mesh. Repair of the zimmer skin graft mesher was performed by zimmer biomet surgical on 05 apr 2019 which included replacement of the ratchet gear, roller, and comb. The device was re-calibrated as well. Zimmer skin graft mesher, serial number ((B)(4)), was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated 20 mar 2019. While the returned product investigation confirmed that the zimmer skin graft mesher ratchet gear was damaged causing the ratchet to not rotate, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning properly after the ratchet gear, roller, and comb were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.